Manufacturer narrative:
Concomitant medical products : 6947-58 lead, implanted: (B)(6) 2010, 1782tc lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the device detecting supra ventricular tachycardia (svt). The electrogram showed concurrent atrial fibrillation (af) with irregular v-v intervals. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.